Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Reportedly, the customer cleared the alarm and stated that their site would be changed. Customer's blood glucose level was 294 mg/dl.